Event description:
It was reported that high impedance was found on the patient's lead. The lead has been replaced due to the high impedance. The device will not be returned for analysis as it was discarded by the explanting facility. No additional or relevant information has been received to date.